Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on the same day, her first-ever sensor fell off after about 3 days of wear. A small portion of the wire appeared to be missing from the sensor. Patient was able to remove a small piece of wire from under her skin at the point of insertion. At the time of her call to technical support, the patient reports a small red bump at insertion site, but no pain.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.